Event description:
It was reported that the lead was explanted due to oversensing evidenced by short v-v intervals, hva-hvb artifact, and many nsvt (non-sustained ventricular tachycardia) episodes. No patient complications were reported as a result of this event.